Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported a touchscreen failure. There was no patient involvement.

Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 30/aug/2018. Date received by manufacturer: 19/jun/2018. Technical support advised customer to replace the touchscreen. The reported problem was confirmed. The unit was repaired. The ventilator was in working condition for patient use. The part was not returned for further evaluation. The cause of the failure could not be determined.